Event description:
It was reported that there was a connection problem with the radiofrequency (rf) head, it was impossible to interrogate an implantable cardiac device. The radiofrequency (rf) head was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a loose contact in the cable. As a result the cable was replaced. It was also noted that the label of the programming head was delaminated. (B)(4).